Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient experienced discomfort with the implanted system. The system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This supplemental report is being filed to provide the correct manufacturing date in the h4 field.

Event description:
This supplemental report is being filed to provide the correct manufacturing date in the h4 field. This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient experienced discomfort with the implanted system. The system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
Updated device manufacture date h4.

Event description:
It was reported that the patient experienced discomfort with the implanted system. The system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.

Event description:
It was reported that the patient experienced discomfort with the implanted system. The system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.